Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Healthcare professional reported "several capsular contracture cases with natrelle responsive implants" and "one side was completely ruptures". This is for unknown side. Device has been explanted.

Event description:
Healthcare professional reported "several capsular contracture cases with natrelle responsive implants" and "one side was completely ruptures". This is for unknown side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d3, d6a, d6b, g1, h6